Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device's pacer output was out of specification. Complainant indicated that there was no patient involvement in the reported malfunction.

Event description:
Complainant alleged that during biomed testing, the device's pacer output was out of specification and displayed an unknown "internal fault" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b4, b5, g3, and h6 (device problem code). Evaluation: the device was returned to zoll medical corporation. The customer's report of pacer output incorrect was duplicated and attributed to a faulty capacitor on the pace/defib engine board. The customer's report of internal fault was not replicated or confirmed. The device was put through extensive testing including full functionality testing without duplicating the report. Review of the device logs found no evidence of the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.